Manufacturer narrative:
Other relevant device(s) are: product ID: 8731, lot/serial#: (B)(4), implanted: (b)6) 2005, explanted: (B)(6) 2019, product type: catheter. Ubd: 20-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 30 mg/ml of infumorph at 12.5 mg/day and 15 mg/ml of bupivacaine at 6.2 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient underwent a standard pump replacement for normal battery life on (B)(6) 2019. The pump connector piece of the catheter detached from the catheter during the procedure. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The pump connector piece was dislodged and partially replaced by another catheter. The explanted portion of the catheter was discarded. The issue was resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not provided. Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug. The indications for use was not provided. On (B)(6) 2019 it was reported that a catheter revision was being done. Per the reporter, there was a small plastic piece that had come loose on the catheter. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the surgeon. The rep also clarified that the connector part of the catheter separated from the rest of the catheter when the doctor attempted to remove the catheter from the pump. The rep reported that the information provided was confirmed with the physician/account.

Manufacturer narrative:
Event has been amended to include the report that the catheter broke when it separated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the surgeon. The rep also clarified that the connector part of the catheter broke and separated from the rest of the catheter when the doctor attempted to remove the catheter from the pump. The rep reported that the information had been confirmed with the physician/account.